Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention to raise her blood glucose level. During the call to customer support, to consumer admitted that she is visually impaired and is not able to provide any lot numbers for the meter and test strips. The consumer could not confirm whether or not her meter¿s battery was inserted correctly. The meter and test strips will not be returned for evaluation because the consumer¿s spouse purchased a new battery and the meter and strips are performing as intended. This is being reported as an adverse event under the FDA medwatch regulations.